Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approximately 24 months ago. At the time of implant, the aortic neck had anterior angulation of 65 degrees and its diameter was 23 mm, 15 mm distally it was 25-26 mm in diameter. The aortic neck was 15 mm in length. It was reported that the stent graft was found to have migrated and there is a prominent type 1 endoleak and the aneurysm sac has enlarged to 7.4 cm. The aortic neck was found to have dilated to 30 mm and it was reverse funnel shaped. The angulation remained the same at 60 degrees. The stent graft migration was attributed to angulation, dilatation of the aortic neck and loss of seal zone due to disease progression. The decision was made to explant the stent graft because there was little or no room to place a proximal cuff. The explanted stent graft was returned and its evaluation is pending. No additional information was provided.

Manufacturer narrative:
Evaluation codes, results: conclusion: angulated, dilated aortic neck and loss of seal zone. Device evaluation is pending.